Manufacturer narrative:
Method: visual inspection, device history review, complaint and risk assessment analysis. Results: visual inspection: (tulip, retaining clip, bone screw) the tulip was returned disassembled from the bone screw. Tulip: no damages except some loss of anodization are found on the tulip. Retaining clip: multiple deformations are visible on the clip. The shape of deformations let us to suppose that these deformations were done by the spikes of the bone screw head. In addition, one clip end is broken. Bone screw: loss of anodization is noticed on the threads. The bone screw head is deformed, it lost the initial shape. In addition, in one location the bone screw leap is broken. An imprint from rod is visible on the bone screw. The imprint is rather large and deep. Its shape suggests about application of tightening load exceeding 12nm. Device history review: no anomalies or discrepancies that may have affected the device quality or reliability were detected. Complaint history review: in total since 2008 (brand launch) we have received and confirmed 51 tulip disengagement issues involving 57 xia 3 titanium polyaxial screws. Conclusion: at reception of the screw the reported event was confirmed. The shape of imprint left on the bone screw head suggests an excessive tightening load (more than 12nm). In addition, the imprint is localized at the border of the cylindrical part of the bone screw head which means that the screw was implanted maximally bent. As follows from the review of complaints received previously for the same issue, over-tightening is the principal cause of tulip disengagement. The implantation at maximal angulations can be the additional factor that facilitates the disengagement of the tulip.

Manufacturer narrative:
The device was returned for inspection and the event was confirmed. The tulip is disengaged from the bone screw. The shape of the imprint left on the bone screw head suggests an application of excessive tightening load (more than 12nm). In addition, the imprint is localized at the border of the cylindrical part of the bone screw head. It means that the screw was implanted maximally bent. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. As follows from the review of complaints received previously for the same issue as well as the findings of the r&d engineers, over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. As the investigation evidence revealed that an application of excessive tightening load was applied to the screw and that the screw was implanted maximally bent, the reported event is likely to be user related and user error contributed to this event.

Event description:
It was reported that .. "When tightening down the 7.5mm x 40mm screw the screw head come off the shaft of the screw. Rod was then taken out. A new 7.5 x 40mm was placed. And procedure was finished."

Event description:
It was reported that ... "When tightening down the 7.5mm x 40mm screw the screw head come off the shaft of the screw. Rod was then taken out. A new 7.5 x 40mm was placed. And procedure was finished."